Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. E2013037. Total number of events - 2773. Gynecare tvt - 1507. Gynecare tvt abbrevo - 113. Gynecare tvt exact continence system - 176. Gynecare tvt obturator system - 658. Gynecare tvt retropubic system - 279. Gynecare tvt-aa abdominal - 40.

Event description:
It was reported by an attorney that a patient underwent a gynecological surgical procedure on (B)(6) 2006 concurrently with total abdominal hysterectomy and laparoscopic passage of a left double- j ureteral stent and mesh was implanted due to stress urinary incontinence, intrinsic sphincter deficiency and cystocele. Following the procedure, the patient experienced pain, erosion of her internal bodily tissue, stress urinary incontinence, cystocele, rectocele, and vaginal prolapse. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent a mesh removal on (B)(6) 2014. No further information is available.

Manufacturer narrative:
Additional h-6 patient codes: 2061. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to FDA: 04/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Date sent to FDA: 2/11/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Date sent to FDA: 6/25/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Date sent to FDA: 08/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Date sent to FDA: 10/28/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Date sent to FDA: 02/17/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Date sent to FDA: 04/21/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Date sent to FDA: 12/19/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016, through july 31, 2016. Supplemental 28.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Date sent to FDA: 06/23/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Date sent to FDA: 08/24/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Date sent to FDA: 10/22/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016, through july 31, 2016.

Manufacturer narrative:
Date sent to FDA: 12/22/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 02/23/2017. (B)(4). Reporting period june 1, 2016 through july 31, 2016. Supplemental 03.

Manufacturer narrative:
(B)(4). Reporting period (B)(4) 2016. This report is a follow up 02 being sent as follow-up 03 due to emdr submission issue.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Date sent to the FDA: 12/26/2017. Ethicon MDR summary reporting. Exemption (B)(4). Reporting period (B)(6) 2016 through (B)(6) 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4), reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2016 through (B)(4) 2016.